Event description:
It was reported there was a shocking or jolting sensation at the stimulator site. The patient had a loss of therapeutic effect including return of urinary symptoms and pelvic floor pain. Stimulation was also in the wrong location. The device was turned off (B)(6) 2012 by the patient's health care professional, and the patient's hcp told the patient he did not think the lead had moved. About two weeks later, the patient felt "waves" of tingling in her lower bladder that she never felt before. The following day, the waves were coming about every 5 seconds. The device was interrogated with the patient programmer and it was confirmed the device was off. It was noted the patient was told her pelvic floor was in spasm, and it was unknown if this was related to the reported event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3889-28, lot #j0348683v, implanted: (B)(6) 2003, extension: model 3095-10, serial #(B)(4), implanted: (B)(6) 2010, programmer: model 3031a, serial #(B)(4).